Manufacturer narrative:
The complaint of blood leaking from the septum was confirmed and the cause appeared to be manufacturing related. One photograph was provided for investigation. The photo showed a 20g nexiva with evidence of use. What appeared to be blood residue was observed on the external surface of the septum, which was consistent with the reported issue. The appropriate manufacturing personnel were notified of this complaint. Corrective actions have been implemented to help prevent the occurrence of this failure mode. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd nexiva single port leaks at the septum. The following information was provided by the initial reporter: started an IV today and blood was leaking from the gray part where we pull the needle out. (B)(6) 2024. They did not have any of the below 2 questions. Only the leaking at the gray septum. 1. What was the impact to the patient? 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details.